Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The lens was exchanged for a shorter length lens. The pt's last visit was on (B)(6) 2011, bcva was 20/20.

Manufacturer narrative:
(B)(4) secondary surgery; excessive. (B)(4).